Manufacturer narrative:
Follow-up #1: date of submission 09/10/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was no audio, vibration and the pump had a blank display upon battery insertion. The returned battery cap was able to fully tighten. Unrelated to the original complaint, the battery compartment was cracked with moisture observed inside and on the underside of the battery cap. The pump was also unresponsive to a test battery cap. The leak test confirmed a leak at the battery compartment. The pump case was removed and there was evidence of additional moisture inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.